Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the caps on the patient line of an unspecified quantity of amia automated pd cycler sets were not secured and popped off easily. This issue was noticed during set up and prior to patient connection. There was no patient injury or medical intervention associated with this event. No additional information is available.